Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum device alarmed multiple times for upstream occlusion alarms that could not be cleared. The customer stated that this happened during an infusion of levophed. Info provided by the customer stated that due to the interruption in therapy, the pts systolic blood pressure decreased to the 50's for several mins. The levophed infusion was titrated up in response to the decrease in systolic blood pressure. Add'l clinical info was requested and unable to obtain.